Event description:
It was reported that this electrode has dislodged. Technical services suspects the patient has twiddled the electrode out. A procedure is scheduled to reposition the electrode. There were no additional adverse patient effects.